Manufacturer narrative:
No product being returned for eval. The device history for the associated lot number did not reveal any issues with the lot. Based on this info, an exact root cause is unable to be determined. The following are potential causes of effusion: perforation of subclavian, brachiocephalic, or vena cava veins upon insertion of PICC, erosion of vein due to contact with catheter tip, infusion of hyperosmolar solutions/mediations leading to chemical irritation and/or vein thrombosis, combination of chemical and mechanical trauma to vein leading to erosion and effusion, PICC tip outside of superior vena carva and blockage of thoracic or lymphatic duct by catheter or thrombus. Effusion represents an unusual complication of a PICC. It is unlikely to be insertion related event. Most reports describe its occurrence after the catheter has been indwelling for a period of time. Upper body insertions have a higher incidence over lower body insertions. Argon will continue to monitor any received complaint to analyze for potential trends.

Event description:
Line placed in right arm (svc confirmed) on (B)(6) 2013. Pleural effusion noted and line discontinued on (B)(6) 2013. No further info and no product available. Securement is tegaderm. Pt required tapping to remove excess fluid but is doing well now.